Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for a follow up visit. They were in a motor vehicle crash on (B)(6) 2025. They stated that if they moved a certain way the "connect power" alarm showed up on the screen and they reported a pump stop and no lights on the system controller. Upon interrogation, no pump stop alarms were noted, only 17 low voltage advisories, 21 power cable disconnects, and 8 pulsatility index (pi) events since 30apr2025-02may2025. Log files were sent for review, and they captured several odd low power advisories and power cable disconnect alarms between (B)(6) 2025 that appeared to be occurring on both batteries and wall power. This potentially indicated an issue with the black controller lead. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical alarm issue was confirmed via log file analysis; however, the reported event of alarms relating pump stop and no lights on the system controller could not be confirmed. Data from (B)(6) 2025 to (B)(6) 2025 was reviewed. The controller event log file revealed atypical power cable disconnect and low power advisory alarm events were captured throughout. The system was unaffected by the atypical alarm events. The atypical alarms became active due to transient battery fuel gauge voltage values reaching the limit threshold and appears to be consistently associated with the black power cable. The atypical alarm events were captured when the power cables were connected to the 14v batteries/battery clips and the mobile power unit. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. System controller (serial # (B)(6)) was unavailable for evaluation. A root cause of the atypical power cable disconnect/low power advisory alarms captured in the log file, the alarms relating pump stop and no lights on the system controller could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm. 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.